Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient's lead wire was extruding from the neck site through the skin. An image of the site were received from the surgeon showing an open wound with a white spot showing. It was unclear what was seen due to the quality of the image. An update was received stating that there was no evidence of an infection externally, but the patient was started on antibiotics and was admitted to the hospital. The lead tie down was confirmed to be exposed and the surgeon planned to clip the lead " as close as he can" without opening the carotid sheath to prevent infection. Based on this update, it was likely that the white spot from the image was the exposed tie down. It was stated that the patient had an itchy rash on his face and neck that he would "obsessively" scratch. The doctor and caregivers believed this excessive scratching caused the extrusion. The rash was clarified to be a dermatology-diagnosed condition that was unrelated to vns. The lead was explanted. Antibiotics were provided, though the surgeon stated there was no evidence of an infection. No additional, relevant information was received to date.